Event description:
It was reported that the patient presented to the hospital in heart failure. At a follow-up visit it was noted that the device was at end of service (eos). The physician questioned if the device had reached eos prematurely. The device is being monitored and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Time of recommended replacement time (rrt) in save to disk occurred on (B)(6) 2011, device rrt<=2.62 volt, device reached eos, 3 months after rrt. Weekly battery voltage trend data shows min bat=2.64 to 2.61 volts minimum between (B)(6) 2011 and (B)(6) 2012. There were two patient alerts for low battery voltage on (B)(6) 2011 and (B)(6) 2012.